Manufacturer narrative:
There was no (B)(4) device of lot c836975 in stock at the time of the investigation. The (B)(4) device marked with lot c836975 was returned for evaluation. It was not returned in its original packaging and was open on receipt. An image was also provided. The complaint information stated that user of the device had the following issue: "the stent was deployed. Upon exiting the delivery catheter, it was found that a piece of the stent was still inside the sheath. After speaking with the physician specifically "the fractured stent piece was actually pulled out of the check flow valve on the sheath adjacent to the catheter delivery system while it was being removed. Because the piece was easily retrieved from the check flow there was no need to pull out the sheath and/or use any other retrieval methods to obtain it. The sheath was most likely a 6f 13 cm but no larger than a 7f. The broken piece never came in contact with the pt. Also, the remainder of the stent was already deployed with no noticeable problems or complications under the judgment of the physician. Stent was not removed and left in place." On evaluation of the returned delivery system, it was noted that a piece of deployed stent was also returned. This fractured piece of stent contained one marker band. There was no damage noted to the delivery system. The customer complaint could not be confirmed as the stent had fractured. As actual use conditions cannot be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. From the information provided, the deployed piece of the stent is remaining in the pt with no noticeable problems. From the complaint description provided, there was no difficulty experienced during deployment of the stent. The stent with gold rivets (B)(4) of lots ch817079, ch828355, ch824172 and ch824174 is the component involved in this complaint and undergoes (B)(4). A review of the manufacturing records for stent with gold rivets (B)(4) of lots ch817079, ch828355, ch824172 and ch824174 did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution, zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for (B)(4) devices of lot c836975 did not reveal any discrepancies which could have contributed to this complaint issue. A review of the 2 year complaint history for cook (B)(4) manufactured (B)(4) devices from revealed no other complaint in relation to "stent fracture. This complaint; therefore, represents an isolated occurrence. No corrective action is warranted at this time. The fractured stent remains in the pt. From the information provided the pt did not experience any adverse effects due to this occurrence. A health risk assessment (hra) was initiated to further investigate stent fractures during deployment and the risk is deemed to be moderate. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was deployed. Upon exiting the delivery catheter, it was found that a piece of the stent was still inside the sheath. The fractured stent piece was actually pulled out of the check flow valve on the sheath adjacent to the catheter delivery system while it was being removed. Because the piece was easily retrieved from the check flow there was no need to pull out the sheath and/or use any other retrieval methods to obtain it. The sheath was most likely a 6f 13 cm but no larger than a 7f. The broken piece never came in contact with the pt. Also, the remainder of the stent was already deployed with no noticeable problems or complications under the judgment of the physician. Stent was not removed and left in place. No unintended section of the device remained inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Pt was doing fine post procedure.